Manufacturer narrative:
(B)(4). Results: incomplete firing cycle. The analysis results found that the device arrived in good visual condition with only 19 staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. Before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. Not reattaching the anvil correctly or the orange indicator not being set in the green range will result in a bigger gap between the anvil and the guide face, therefore, the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, the washer and the target tissue were uncut when the device was used on the rectum. Half unformed staples were protruded. Although the target tissue was neither stapled nor cut, it was damaged. The procedure was changed to an intersphincteric resection and a temporary stoma was created. The rectum was resected with an endocutter device loading a gold cartridge prior to using the device. The doctor who fired the device was a trainee doctor.